Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up after receiving patient notifier. It was noted that the device was post-paced t-wave oversensing on the ventricular. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.